Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient had hypotension and a thrombus embolized, requiring additional intervention. A 106cm x 12cm ekosonic endovascular device and a 106cm x 18cm ekosonic endovascular device were selected for use in an ekos local thrombolysis procedure to treat a pulmonary embolism. The patient was given heparin. During insertion of the second catheter, prior to activating ultrasound and infusion, the patient became unstable with hypotension. Due to the manipulation during insertion of the catheter, the thrombus had mobilized and slipped. The patient was intubated with ventilation, given circulation-stabilizing medication, and bailed out with 50mg actilyse. The procedure was successfully completed using the original devices. There were no device issues. The patient was admitted to the hospital beyond the standard of care but was expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient had hypotension and a thrombus embolized, requiring additional intervention. A 106cm x 12cm ekosonic endovascular device and a 106cm x 18cm ekosonic endovascular device were selected for use in an ekos local thrombolysis procedure to treat a pulmonary embolism. The patient was given heparin. During insertion of the second catheter, prior to activating ultrasound and infusion, the patient became unstable with hypotension. Due to the manipulation during insertion of the catheter, the thrombus had mobilized and slipped. The patient was intubated with ventilation, given circulation-stabilizing medication, and bailed out with 50mg actilyse. The procedure was successfully completed using the original devices. There were no device issues. The patient was admitted to the hospital beyond the standard of care but was expected to fully recover. It was further reported that the thrombus had mobilized into the periphery of the lung, which caused the hypotension. The ekos device had performed as expected. The patient's current status is well.